Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was unresponsive in application and diagnostics. Older component and still had original hardware which was 10-12 years of age and also read incorrect temperature. A field service engineer (fse) decided to replace latch with harness. Additionally, fse tried a new probe, and it didn't work and replaced the control board and that also didn't work so fse tried another probe and that resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager connected to the 3 south pyxis was failed and won't recover. Customer stated that the temperature displayed as -99 degrees, which was incorrect. The unit also did not open or close, so the nursing staff were unable to access the medications they needed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.